Event description:
On (B)(6) 2015, the reporter contacted animas, alleging has received a cancelled bolus alert about 15 times since starting pump therapy with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/07/2015-product analysis:the device was returned and evaluated by product analysis on 03/26/2015 with the following findings:the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed user aborted boluses and one bolus cancelled due to an occlusion alarm. No keypad damage or response issues were observed. The pump successfully completed a prime sequence, bolus deliveries and 24-hour exercise test without issue or alarm.